Event description:
Rptr writes: "I am writing this letter of complaint so that you are aware of the experience I had with a product called the woolly wrap. My mother had given me the woolly wrap to use. I read the instructions and did everything the instructions had said. Needless to say, after applying the woolly wrap to my neck, the wrap caught on fire and burned my neck and the rug in my bedroom. I didn't notice the burns on my neck till next morning while getting ready for work, but after going to work I had the nurse at work check it.at that point she said I had two burns on my neck,it kind of looks like a sunburn. Being a single motehr of three children, I go to work no matter what because my children and I rely only on my income. I called the co of the product and spoke to a" co rep "who told me I should return the product for a refund. I not only want a refund, I would like a warning label put on the product box because there is none. She at that time informed me that another man would call the next day." "My father talked to the assistant treasurer of r.g. Barry corp in pic kerrington, oh 43147 and his phone number is 1-800-808-6363. In the conversation he suggested that I mail back the product which I refused to do so I contacted a lawyer who informed me to call FDA on this matter and write a letter of complaint to" my congressman which I have, I would hope that between the FDA and making congress aware of the situation something can be done concerning this matter.